Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu) when monopolar energy was being fired. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the iesu, replace the cable and reseat the grounding pad, but the issue was not resolved. The customer stated that bipolar energy was normal. After, the customer called back and stated that the iesu did not work after power cycling multiple times. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The site was not able to continue to use iesu during the procedure. The procedure was continued with a third-party energy product.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). Initial failure analysis findings of error c-34 were confirmed. Investigation found a malfunctioning high frequency generator printed circuit board (pcb) to be the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, the front frame was cracked.

Event description:
Refer to h10/h11 for follow-up information.